Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported may have been the result of the acetabular cup orientation, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear and pain. However, this cannot be confirmed because the devices were not returned for evaluation. No information provided in the following section(s): a2, a3, a4, a5, b6, b7, d4 (serial number, UDI number and expiration date), d7, g5, and h4. The following section(s) have additional info: a1, g1, g4, g5, g7, h1, h2, h3, h6, and h7. Section h11: corrections made in the following section(s): (d1) corrected brand name to acumatch a series from novation. (F6 and f8) entered in error. Disregard. (G1) updated to new manager info.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2014. Revision of an acumatch lipped gxl liner and zirconia head due to pain and extreme poly wear. The devices were removed fully without any debris remaining in the patient. The patient was stable after they left the operating room and the case was not delayed.